Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was just turned on, on the day of the report and there were multiple contacts with values of 650 ohms, which the manufacturer representative thought was a short. It was further noted that during a programming appointment on the day of the report, there were short circuits and they were seeing impedances moving around a bit depending on the position of the patient. Impedances were checked, and the manufacturer representative programmed around the suspected ¿short¿ and was able to get stimulation for the patient. It was noted that there was a possible device deficiency involving the leads. No additional troubleshooting was possible at the time of the report due to a lack of access to the product. No patient symptoms were reported. No further complications were reported/anticipated.